Event description:
It was reported that the e360 ventilator leaked oxygen. Patient involvement information was not provided by the customer. Covidien/ medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider reconnected the oxygen power cable and the issue was resolved. The ventilator worked normally.